Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on august 01, 2018: this medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. A patient was treated for 5cm long, narrow, pancreatic lesion, sma encasement using the ire nanoknife system. At the close of the procedure, it was reported the 3rd part of duodenum was clearly closed. Post procedure, it was immediately noted post-procedure gases around the patient's duodenum. The patient was discharged after couple of days but then emergency re-admitted approximately 1 week later with abdominal pain. The patient was scanned and it was noted what appeared to be a perforation of the duodenum. Gas was still surrounding the duodenum. The patient had not taken any thing by mouth and had been administered tpn since the reported event. Patient due to have meal/contrast and re-scanned this thursday. I (angiodynamics' clinical specialist) attended this case and we saw no spikes to indicate too high an amperage during the procedure. The case was complex and required re-positioning of the needles twice down the length of the lesion but was nothing out of the ordinary. It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect post procedure. There was no malfunction of the nanoknife system (generator and probe) reported. No part of the system was returned for evaluation. The customers reported complaint of the patient experiencing duodenum perforation after the procedure could not be confirmed because no sample was returned for evaluation. Additionally, due to the nature of this complaint, functional testing of a returned sample would not duplicate the issue due to the root cause being a patient issue. There was no report of device malfunction or performance problems. The doctor who performed this procedure was asked if he wanted a consultation with angiodynamics' medical affairs regarding this event, however the treating physician declined. The serial number of the ire generator used during this event was not reported by the complainant. A review of the accounts hardware service records indicates they have three units in their inventory (B)(4). A review of the hardware service records for each of the units noted no issues, servicing, repairs or upgrades around the time of this complaint. The most recent servicing was for preventative maintenance in june 2018 for sn (B)(4). A review of the lot history records was performed for lots (5283585d, 5283586d and 5234475) for any deviations related to the reported event of the complaint. The review confirmed that the packaging lots and all component lots met all material, assembly, and performance specification. The instructions for use, which is supplied to the end user with this catalog number, states: "warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to: arrhythmia, atrial, fibrillation or flutter, bigeminy, bradycardia, heart block or atrioventricular block, paroxysmal supraventricular tachycardia, tachycardia, reflex tachycardia, ventricular tachycardia, ventricular fibrillation, fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hematoma, hemorrhage, hemothorax, infection, muscle contraction pneumothorax , reflex hypertension, unintended mechanical perforation, vagal stimulation, asystole and venous thrombosis". The user manual for the nanoknife generator, states: electrodes that are not parallel to each other may result in an incomplete ablation. Inappropriately positioned electrodes or metal implants in the field may distort the desired ablation field. Avoid unnecessarily high voltage or excessive number of pulses. Avoid short-circuiting the electrodes when delivering pulses. Electrode to electrode contact or electrode to electrode spacing less than 5 mm (millimeters) may result in short circuiting during energy delivery resulting in incomplete ablation. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to the following: arrhythmia, pneumothorax, muscle contraction, hemorrhage, unintended mechanical perforation, infection, bradycardia, vagal stimulation, asystole, damage to critical anatomical structure (nerve, vessel, and/or duct)." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).